Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to apparent leakage.

Manufacturer narrative:
This follow-up MDR is created to document the lot number received and the evaluation of the returned device. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on the pump inlet tube and the exhaust tubes of cylinders 1 and 2. Testing revealed these not to be sites of leakage. Surface abrasion was noted on all tubes of the pump. Pulled monofilaments were noted at the detachment site of the inlet tube of the pump. No functional abnormalities were noted with the pump or cylinders 1 and 2. The information received indicated leakage of the device, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5726866. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.